Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v309454, implanted: (B)(6) 2009. Product type: lead, product ID 3093-33, lot# v609427, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been in acute pain since she had a stroke about two weeks ago and had fallen backwards onto the device. The pain was at the device site and traveled up towards her back. The patient's physician advised her to keep the device off as she had been in severe pain for a while, but it had gotten a lot worse in the last two weeks. It was reported that the device was still helping with urinary. The patient had an appointment at the end of august and there was talk about taking the device out. Additional information has been requested but was not available as of the date of this report.